Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that a burn was noticed on the patient near the port after the case.

Event description:
It was reported that a burn was noticed on the patient near the port after the case.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: burn to patient. Probable root cause: heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by glue blocking the suction path, lower electrode mass due to variation in electrode thickness or opening cut. Use error. Manufacture date is not known.